Event description:
It was reported that the patient was experiencing ineffective therapy due to high settings on the ipg. As a result, the ipg was explanted and replaced. Therapy was established post-procedure.

Manufacturer narrative:
The incorrect device codes were reported in error in the initial report. The correct codes are mentioned in the additional report-1.